Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when the device was noted to be in back up vvi mode. A device download was performed and the device was restored. The patient condition was stable before, during and after the event.